Event description:
The consumer called to report that she knocked the unit over, and received second degree burns on her foot from the hot water that spilled out of the personal steam inhaler. The proper use instructions state to only use the unit on a firm level surface to avoid spilling the water. Medical intervention was required for the incident.